Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Patient x-rays were requested to aid in this investigation but none were provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address hip pain due to loosening of the stem.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other related incidents against the liner's provided product and lot combination since its release for distribution. A previous review of the device history records for the 1979579 lot code did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a lot specific complaint database search was not possible for the remaining product as the lot code required was not provided. Medical records were obtained and reviewed by a medical professional. With the limited amount of information provided, it is not possible to determine that the implants contributed to the reported events. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.